Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a cystoscopy and a bulking agent injection (coaptite) on (B)(6) 2012 due to urinary incontinence. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes:(B)(4). Additional b5 narrative:it was reported that following the procedure the patient experienced urinary incontinence, and abdominal pain. No additional information was provided.